Manufacturer narrative:
The reported event was infection. A complete lead was returned in one piece with the helix extended and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Correction: section a1. The correct patient identifier should have been (B)(6), rather than (B)(6).

Event description:
It was reported that the patient presented with an elevated white blood cell count and was found to have vegetation on the right ventricular (rv) lead via transesophageal echocardiogram (tee). The implantable cardiac defibrillator (ICD) and the rv lead were explanted due to the infection. The patient was in stable condition.